Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that the pump had rf pic failed self-test. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Customer stated that they had received was rf pic failed self-test alarm. The customer was assisted customer in performing a self test. Test failed. The customer was advised the pump will need to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. Insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test.